Manufacturer narrative:
We received your event description for the above mentioned devices and would like to thank you for supporting our post-market surveillance. As of today, the medical devices are not available for analysis, therefore the devices could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. The returned device data were analyzed thoroughly. The analysis revealed that the pacemaker detected automatically a left ventricular lead failure initially in bipolar configuration on june 03, 2021, and on june 05, 2021 in unipolar configuration. The root cause for the clinical observation was not determinable based on all data available for analysis. However, the left ventricular lead integrity cannot be assured. The quality documents accompanying the manufacturing processes for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the functions of the devices to be as specified. Should additional relevant information become available, the investigation will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Detected spontaneous rupture of left ventricle lead.